Manufacturer narrative:
The device was not returned to olympus for inspection. A definitive root cause could not be determined. A root cause could not be established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that the video system center had exhibited a screen that goes off. There was no report of patient harm.